Event description:
Integra lifesciences corporation hermetic¿ lumbar catheter closed tip (ref# ins5010; lot# 6878568; expiration date: 2026-12-29). During a lumbar drain placement, the wire from the kit fell apart when trying to pull it out of the catheter. The doctor stated that this was not the first time this has happened and is a huge concern to the patient if a piece of the wire gets left inside. Surgeon did lube the catheter with sodium chloride prior to putting wire through. Currently reached the patient without harm, but will not know until after case. The catheter also had holes where it was leaking. Unknown if the wire caused this or if it was like this prior to insertion.